Event description:
It was reported that during a chronic catheter placement procedure, the catheter allegedly ruptured. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one 9.0fr bard d/l catheter was returned for evaluation. Functional, gross visual, tactile, and microscopic visual evaluations were performed. The edges of the complete circumferential break on the distal end of the catheter were noted to be uneven. However, striations were noted throughout. The investigation is confirmed for the reported fracture issue, as a compound break was noted on the catheter, proximal to the bifurcate. Upon infusion of the white luer,a leak from the compound break was noted. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: d1, d4 (medical device catalog number), g1, h6 (result, conclusion) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a chronic catheter placement procedure, the device allegedly ruptured. It was further reported that the catheter was repaired. There was no reported patient injury.